Event description:
It was reported that the wire guide from a blue rhino g2-multi percutaneous tracheostomy introducer set unraveled. During preparation for a tracheostomy procedure, it was noted that the distal part of the wire guide was bent and became stretched and unraveled. The device was not used and was replaced with an identical product to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H3 - device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 10jun2025, it was reported that it is unknown how the medical staff manipulated the wire guide. The wire guide was found damaged during preparation, and staff tested the wire in the needle before use. It was confirmed that the complaint device did not make patient contact.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the wire guide from a blue rhino g2-multi percutaneous tracheostomy introducer set unraveled. During preparation for a tracheostomy procedure, it was noted that the distal part of the wire guide was bent and became stretched and unraveled. It is unknown how the medical staff manipulated the wire guide; the staff tested the wire in the needle prior to use. The device was not used and was replaced with an identical product to complete the procedure. No patient harm was reported. Reviews of documentation including the instructions for use (IFU) and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, [c_t_ptisgi2_rev0] ¿blue rhino g2-multi percutaneous tracheostomy introducer,¿ provides the following information to the user related to the reported failure mode: precautions. ¿an ultrasound evaluation of the patient¿s neck prior to the procedure may aid in identification of anatomical variances.¿ instructions for use. Tracheostomy procedure. ¿9. Introduce the j-tipped wire guide several cm into the trachea. Note: the wire should advance freely, without resistance. If resistance is encountered, do not force wire guide.¿ based on the information provided, no device return, and the results of the investigation, a definitive root cause for this event could not be established. It is possible that the wire was damaged, and after insertion into the needle became stuck and elongated. However, this cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.